Event description:
I have had 4 hernia surgeries since 2010. In 2010 I had a complete reconstruction. The mesh used was permacol by tissue science lab. I noticed a slight bulge in (B)(6) 2011 and told it was normal. On (B)(6) 2011 I fell coming out of work. With days my stomach extended like I was 6 months pregnant and another bulge on my right side the size of a grapefruit. Told workman's comp that there is something seriously wrong. On (B)(6) 2012 they repaired the mesh and hernia with parietex progrip by covidien. The bulge was still present and had another surgery to repair another hernia on (B)(6) 2012. That surgery was done laparoscopically. The mesh used was mesh composite by ethicon. Since these surgeries, I have been in constant pain, unable to have bowel movements and problems with urinating, vomiting, nausea, unk fevers, back, hip and sciatic nerve pain in both legs. After searching for answers, I went to a gastroenterologist. He suspected a bowel obstruction and sent me to my original surgeon. On (B)(6) 2013 a CT scan showed a lower bowel obstruction from a piece of mesh that wrapped around the lower bowel. That was the first time I was informed that the mesh split in half when I fell in 2011. Set up surgery for (B)(6) 2014 and he was going to remove the mesh, and adhesions and fix the bowel obstruction. On the morning of surgery, he refused to remove the mesh or cancel the surgery. I was half sedated and he told my husband the same thing. He told him to fix the bowel obstruction and deal with the rest later. During surgery there was a piece of mesh sitting above by belly button that he removed. I had made arrangements prior with pathology to have them preserve it for 3 years. The mesh used was permacol by tissue science lab. Again I was experiencing the same symptoms. This was the same mesh that split on me in 2011. I told him a post-op appointment and he said you have to deal with it. The surgeon told me that my lower abdomen was filled with mesh entwined with scar tissue. He said there is nothing he would do for me or recommend. I went for a plastic surgeon (B)(6) 2014 for a (B)(6) approved laminoplasty. He wanted to do his own CT scan to see where the mesh begins and ends. A couple days later he said I have another hernia and a problem with my bowel. He tried to get a surgeon to help me to repair the hernia. No one would help me. I was in ER two weeks in a row unable to go to the bathroom. I finally found a surgeon through a friend that would help me. When I went to the appointment on (B)(6) 2014, he sent me straight to ER. I was dehydrated, and was unable to have a bowel movement or urinate. I was in overnight. Supposedly the feces is getting caught in the mesh and scar tissue which is close to the colon. I was given an enema and put on a soft diet. Still having problems with nausea and vomiting and going to the bathroom. I have another appointment with the surgeon on (B)(6) 2014. This new surgeon said that the surgeon didn't put enough tissue to keep it in place and it broke through. I now have to see a colon rectal specialist. They need to know how close the mesh is to my colon and what other factors are causing this. Do I have a product liability/malpractice case? Please advise. This will be my 6th hernia surgery since 2008.